Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple occlusion alarms had occurred. There were no issues observed with the cartridge or infusion set. Blood glucose (bg) was 376 mg/dl and insulin injections were administered. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with fluids/insulin injections. The customer was discharged 2 days later. Bg/dka were resolved. As the event had occurred in the past, a possible cause of the occlusions could not be determined.